Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('migration/perforation') and device dislocation ('migration/perforation') in a (B)(6)-year-old female patient who had essure (batch no. 20226502) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section and morbid obesity. Concurrent conditions included lower abdominal pain, spotting vaginal, bleeding intermenstrual, heavy periods and vitamin d deficiency. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2015, the patient experienced abdominal pain lower ("consistent, sometimes debilitating pain") and menstrual disorder ("abnormal bleeding during my menstrual cycle / menstrual cycle is a nightmare"), 4 years 10 months after insertion of essure. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("constant pelvic pain"), headache ("headaches"), dysmenorrhoea ("out of control menstrual cycle the first two days of it in bed because of pain"), urinary tract disorder ("urinary problems"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding") and uterine enlargement ("uterine enlargement"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, urinary tract disorder, dysfunctional uterine bleeding and uterine enlargement outcome was unknown and the abdominal pain lower and menstrual disorder had not resolved. The reporter provided no causality assessment for abdominal pain lower and menstrual disorder with essure. The reporter considered device dislocation, dysfunctional uterine bleeding, dysmenorrhoea, headache, pelvic pain, perforation, urinary tract disorder and uterine enlargement to be related to essure. The reporter commented: coils are deployed on the right, with six trailing coils. Coils then deployed on the left, four trailing coils concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysfunctional uterine bleeding quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment : this ptc was initiated due to a request for confirmation of quality. In addition, the ae case refers to treatment noncompliance. The reported adverse event is a known, possible, undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 19-dec-2019: plaintiff fact sheet and medical records were received. Case upgraded to serious incident. Events per pfs: migration/perforation, urinary problems, dysfunctional uterine bleeding and uterine enlargement. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on (B)(6) 2015. The most recent information was received on 07-feb-2020. This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('migration/perforation') and device dislocation ('migration/perforation') in a 31-year-old female patient who had essure (batch no. 20226502) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section and morbid obesity. Concurrent conditions included lower abdominal pain, spotting vaginal, bleeding intermenstrual, heavy periods and vitamin d deficiency. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2015, the patient experienced abdominal pain lower ("consistent, sometimes debilitating pain") and menstrual disorder ("abnormal bleeding during my menstrual cycle / menstrual cycle is a nightmare"), 4 years 10 months after insertion of essure. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("constant pelvic pain"), headache ("headaches"), dysmenorrhoea ("out of control menstrual cycle the first two days of it in bed because of pain"), urinary tract disorder ("urinary problems"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding") and uterine enlargement ("uterine enlargement"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, urinary tract disorder, dysfunctional uterine bleeding and uterine enlargement outcome was unknown and the abdominal pain lower and menstrual disorder had not resolved. The reporter provided no causality assessment for abdominal pain lower and menstrual disorder with essure. The reporter considered device dislocation, dysfunctional uterine bleeding, dysmenorrhoea, headache, pelvic pain, perforation, urinary tract disorder and uterine enlargement to be related to essure. The reporter commented: coils are deployed on the right, with six trailing coils. Coils then deployed on the left, four trailing coils concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysfunctional uterine bleeding lot number: 20226502, manufacturing date: 2009-11, expiration date: 2012-11. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 7-feb-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.